Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
Per maude event report form, #mw5060022, during a laparoscopic hepatectomy procedure; the tip of the harmonic scalpel broke off and was retrieved. There were no patient consequences reported.